Event description:
The ventricular assist device (vad) driver ceased pumping with no alarms when ac power was disconnected. Pumping resumed immediately when the drive console was reconnected to ac power, and there was no reported effect on the pt.